Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The event occurred in (B)(6). The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2018 her adc freestyle libre sensor displayed a ¿replace sensor¿ and an error message. It was further reported that at the time she/he was experiencing ¿sweating and weakness¿ so she/he self-treated with sugar and fruit juice and then self-presented to a hospital. At the hospital, customer was diagnosed with hypoglycemia and treated with glucose via intravenous infusion. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) was returned and investigated. Visual inspection was performed and no issues were observed. Data was successfully extracted and was found to be in state 1 (storage state). A unseated sensor plug was observed during inspection. The issue is not confirmed due to a user issue. (Sensor serial number) has been updated based on the returned product.

Event description:
Customer reported that on (B)(6) 2018 her adc freestyle libre sensor displayed a ¿replace sensor¿ and an error message. It was further reported that at the time she/he was experiencing ¿sweating and weakness¿ so she/he self-treated with sugar and fruit juice and then self-presented to a hospital. At the hospital, customer was diagnosed with hypoglycemia and treated with glucose via intravenous infusion. No additional treatment was required. There was no report of death or permanent injury associated with this event.